Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that customer states a medication did not infuse as a result of the secondary clamp being closed. The customer reports that the messaging on the device to remind clinicians to open secondary clamp is not sufficient enough. There was patient involvement however patient outcome is unknown. Bd received additional information through due diligence attempts. Customer reported that clinician arrived onto shift and checking patient IV pole found an antibiotic (vancomycin) hanging/connected to the patient's IV line and pole. Bag appeared full. Vancomycin line was clamped. Medication was discarded, time of next dose not changed since there was no confirmation when the previous dose was given.

Manufacturer narrative:
Additional information: manufacturer narrative. Root cause: the root cause for the reported issue that device had under infusion was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that customer states a medication did not infuse as a result of the secondary clamp being closed. The customer reports that the messaging on the device to remind clinicians to open secondary clamp is not sufficient enough. There was patient involvement however patient outcome is unknown. Bd received additional information through due diligence attempts. Customer reported that clinician arrived onto shift and checking patient IV pole found an antibiotic (vancomycin) hanging/connected to the patient's IV line and pole. Bag appeared full. Vancomycin line was clamped. Medication was discarded, time of next dose not changed since there was no confirmation when the previous dose was given.